Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the patient was seen for a device check about a week post implant that the final printout for the device showed a message that the ventricular capture management was "unable to run since (B)(6) 2011 at 7:25pm". It was noted that the programmer and sensing assurance were showing the correct dates and times and that the ventricular thresholds were looking great when checked manually. The device is still in use. No patient complications have been reported as a result of this event.